Manufacturer narrative:
(B)(4) - the intraocular lens has not yet been received for analysis. The causal relationship between the device and the adverse event is not known. A review of the manufacturing records shows no product deficiency, the iol p/o and sub-assembly were manufactured according to specifications. A supplemental report will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that after implanting the intraocular lens the patient's capsule tore requiring a vitrectomy. The lens was cut in half to remove and the incision was not enlarged.